Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have a myocardial infarction. The patient required surgery in response to the reported event. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer initially received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have a myocardial infarction. The patient required surgery in response to the reported event. The patient reported using an ozone based disinfection device. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged headaches, sinus infection, cough, faitgue, throat irritation, myocardial infarction and underwent open heart surgery. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of water ingress in the blower box and on the blower motor, contamination on inlet port. The manufacturer found evidence of sound abatement foam degradation. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with water ingress in the blower box and on the blower motor, contamination on inlet port. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.